Manufacturer narrative:
The company service representative examined the system. The footswitch interface pcb was replaced and the softward was updated. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated one additional, related report for this system. At this time the footswitch interface pcb has not been returned; therefore, the root cause is unknown at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient impact has occurred" (no consequences or impact to patient). Product problem(s): "footswitch would not respond" (device inoperable); "system message was displayed" (device displays error message). A nurse reported while trying to use cautery function of the system, the footswitch would not respond and a system message was displayed. Surgeon used a handheld device to perform cautery and the case was completed as planned. No patient impact was reported.